Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. There is no indication that the lifescan product contributed to an adverse event: the patient's allegation of injury, vomiting and not feeling well, does not meet the criteria for serious injury and the patient claimed to be symptomatic before the alleged error 1 product issue. The complaint is reported due to the error 1 allegation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.